Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer stated that the vibration was making a loud vibrating noise, and the customer also noticed a crack on the battery tube side case of the pump. The customer reported no adverse event. The event involved product mmt-1884l. Troubleshooting was performed for vibrate anomaly. Ran self-test and pump vibrated during self test as expected. Troubleshooting was performed for cosmetic damage and the pump would be replaced. No harm requiring medical intervention was reported. The customer will discontinue the use of the pump and revert to a backup plan per healthcare professional instructions. Mmt-1884l was requested and customer response was the device will be returned.

Manufacturer narrative:
Unit passed the displacement test and self-test. All buttons function properly. No damage in the keypad assembly noted. Toggled on/off and increased/decreased volume with the audio feature functioning properly. The time and date function properly. The unit p-cap / test reservoir locks in place properly. The following were noted during visual inspection fading serial number label, cracked battery tube threads and cracked case near belt clip rails. Unit was not confirmed for absences of audio/ vibrate anomalies. Unit passed all required testing. Unit confirm damage at battery tube side. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.